Event description:
I got three shots of euflexxa about 1 week apart in the right knee in (B)(6) 2014. A short time later, I noticed a lot of pain, stiffness, aching, tightening, hurting all in both legs all up and down and my neck started hurting a lot. I have been very active, so I started thinking of what I had done differently that could bring this on. Getting those shot was all I could think of, so I went to the internet and looked up euflexxa. A large percentage of the reviews were saying and complaining of the same things I was feeling. The doctor prescribed meloxicam and it did no good. They prescribed nabumetone and in two or three days, my feet and legs began to swell terrible. I am now taking naproxen 500 mg am and pm and it is still hurting to walk and standup bad. How long is this going to last? I do not want anyone else to have to go through this. When I took zocar, it made my body ache too but this is about a hundred times worse. With the large amount of people saying euflexxa is causing them pain, why are they still giving it? A large percentage were complaining in the reviewed. How long has euflexxa been on the market?. Today's date is (B)(6) 2014.